Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) had a rupture. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the ms pump kink resistant tubing (krt) were worn to the filament. The pump did not pass the activation test. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The microscope test found that both cylinders had a hole in the proximal end of the cylinder from sharp instrument. The first cylinder wear at fold in the proximal end and distal end of the cylinder. No leaks were identified. Based on the information available and analysis results, the reported device allegation of cylinder hole was not confirmed. Correction to field b5: describe event or problem correction to field g2: report source correction to field a2: age at time of event.

Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) had a rupture. The cylinder and pump were explanted and replaced. No patient complications reported.